Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of evaluation by sorc, the following was confirmed. The reported phenomenon was reproduced. The emergency lamp was lit up due to the fatigue of the igniter. The scope detection sensor of the output socket had fatigue. Eight years have passed since the device was delivered. The igniter unit may have failed due to aging due to long-term use. Omsc determined that this caused the examination lamp to fail and the emergency lamp was lit up. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device switched from the examination lamp to the emergency lamp. There was no report of patient injury associated with the event.